Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant products: guide wire: sion. Guide catheter: hyperion. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric lesion in the proximal left circumflex artery with mild tortuosity, heavy calcification and 90% stenosis. A 2.5x15mm traveler rx balloon dilatation catheter (bdc) was soaked and air aspiration was performed outside the patient anatomy prior to use. The traveler was advanced to pre-dilate the target lesion. The balloon ruptured during the first inflation to 4 atmospheres. The traveler was removed and replaced with a non-abbott balloon catheter that was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.